Manufacturer narrative:
The reported device was returned to conmed for evaluation. Visual inspection verified the reported issue of the ceramic broken at the tip. This breakage likely occurred when the probe and scope made unintentional contact in the femoral notch. A review of the manufacturing documents has verified the devices were produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture that would contribute to this issue. A two-year historical complaint review revealed 12 similar events have been reported for this product. In that same timeframe, (B)(4) devices have been manufactured and shipped worldwide. The clinical data report (cdr) for this device family states that when this device is used under the conditions and for the purposes intended that the undesirable side effects, under normal conditions of use, are acceptable when weighed against the benefits to the patients. The instructions for use advise the user of the following. Do not activate the electrode while any portion of the electrode tip is in contact with another metal object, including the scope; localized heating of the electrode and the adjacent metal object may result in product damage and/or injury. Maintain the active probe tip in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Do not utilize for mechanical displacement of tissue, damage to the device may occur. If any visual damage or defects are noticed during use, stop using the device immediately and replace the device. Do not bend probe shaft or alter the device in anyway, damage to the device may occur and or injury. Use caution when changing power settings. Use the lowest power setting and the minimum tissue contact-time necessary to achieve the appropriate surgical effect. High power settings, and prolonged use may result in damage to the insulation or probe tip or patient burns. It is the surgeon's responsibility to be familiar with the appropriate surgical techniques prior to use of the equipment and its associated accessories. The incident type will continue to be monitored through the complaint system to assure patient safety.

Event description:
As reported by a user facility, during a total knee replacement procedure the tip of the probe cracked when the surgeon was under the femoral notch ablating tissue alongside the scope. The electrode tip and cracked ceramic remained intact and the surgeon used a neptune shaver to suction the fragment out of the joint. The procedure was completed using an aes-50s probe with no reported delay. This device malfunction had no reported impact on the patient. This report is raised on the basis of a reported device malfunction with potential for injury with recurrence.